Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during a follow-up, artifacts, no sensing, and no capture were observed. The lead also exhibited externalized conductors. The lead was replaced. No further information is available.